Manufacturer narrative:
Upon further review of this complaint by the legal manufacturer, this event is not reportable. There is no allegation of patient harm. Per the manufacturer's risk documentation, it is unlikely the malfunction will cause or contribute to a serious injury would occur due to this event. The complaint will be closed by the manufacturer. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation, upon evaluation of the device, the reported issue of power button broken was confirmed. In addition, the lamp life was over 40 hours and the lumen measurement was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source power button is broken. In addition, the unit has no power. There was no patient involvement, no harm or user injury reported due to the event.